Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, (B)(4).

Event description:
It was further reported there was low pacing impedance, noise and oversensing on the right ventricular (rv) lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193-88 implantable pacing lead (b)(46) 2009; d314trg bi-ventricular (bi-v) defibrillator (B)(6) 2012; 4076-45 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert triggered for oversensing and noise. The patient did isometrics and during one movement the noise was reproduced. Parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.